Event description:
Caller reported a cgm error 42 related to the g7 sensor. There was no adverse impact to the customer's blood glucose level. Cts provided complete pump reset information and guided the caller through the reset process, after which the caller successfully started their sensor session without encountering the error again.